Manufacturer narrative:
Date of event: approximate date.

Event description:
It was reported by the patient's daughter that the patient's vertiflex spinal implant is no longer in the correct area. She also stated that this was confirmed by a health care provider. Boston scientific has been unable to obtain additional information, despite good faith efforts.